Event description:
It was reported that the patient had an abdominal extension and erosion was found behind the right ear. The date of the erosion was unknown but it was noticed during a haircut. The reporter noted that they became aware of the situation on (B)(6) 2013. It was noted that the health care professional may just replace the battery. It was further reported that there was no device malfunction. The extension was exposed behind the ear due to the patient¿s elderly, friable skin. The extension was replaced and functioning normally upon replacement. It was noted the health care professional chose to replace. The reporter noted the patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3 708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387-40, lot# j0348830v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0313854v, implanted: (B)(6) 2003, product type: lead. (B)(4).